Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the left drive motor's clutch would not engage. The clutch cable was also found to be quite worn. Both the left and right drive motors, and the clutch cable were replaced. The imaging system then passed the system checkout and was found to be fully functional. The left and right drive motors and clutch cable have been received by the manufacturer, however, analysis has not been completed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported that the drive motors were not working. There was no patient present when this issue was identified.

Manufacturer narrative:
The facility biomed was given as the initial reporter of the complaint, and the field was updated to reflect the new information. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Aware date corrected. Regulatory report 3004785967-2018-00435 follow-up 002 was submitted with an incorrect aware date, and therefore was not late. The information has been updated to reflect accuracy. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The left clutch assembly and clutch cable were returned for analysis. Functional testing on all the components found that the clutch assembly was not engaging and was causing improper power to the motor. The right clutch assembly was returned for analysis. Functional testing found that it was functioning as designed. If information is provided in the future, a supplemental report will be issued.